Manufacturer narrative:
Additional MFR narrative: vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
According to the received information, a patient was injected with an unknown rha product on (B)(6) 2021 in the midface. Following the injection (timeframe not specified), the patient developed an occlusion in the midface. From (B)(6) 2021 to (B)(6) 2021, the injector used several times hyaluronidase. It was mentioned that the capillary refill was 3 to 4 seconds. On (B)(6) 2021, we were informed that the patient decided to consult another practitioner for the treatment and refused to contact her injector again. Despite several reminders, no additional information could be obtained therefore complaint was considered closed.

Event description:
According to the received information, a patient was injected with an unknown rha product on (B)(6) 2021 in the midface. Following the injection (timeframe not specified), the patient developed an occlusion in the midface. From (B)(6) 2021 to (B)(6) 2021, the injector used several times hyaluronidase. It was mentioned that the capillary refill was 3 to 4 seconds. On (B)(6) 2021, we were informed that the patient decided to consult another practitioner for the treatment and refused to contact her injector again. No additional information was received at the time of this report.